Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypoglycemia, kidney stones, endometriosis, neck pain, miscarriage in 2005, endometriosis, anemia and calculus of ureter. She has never had any cancer. The patient was a nonsmoker. Previously administered products included for birth control pill: contaceptive pill from 2002 to (B)(6) 2007. Family history included breast cancer (grandmother and mother), diabetes (grandmother and a brother), thyroid disorder (grandmother and a brother), copd (paternal grandfather), cancer (maternal grandfather, maternal grandmother), heart disease, unspecified (father), triple vessel bypass graft (father), hypertension (father) and stroke (maternal grandmother). On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)/ menstrual pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses/ abnormal bleeding (menorrhagia)"), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe cramping/ severe, lower abdominal pain"), back pain ("severe back pain"), arthralgia ("joint pain") and myalgia ("muscle pain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) ") and hypersensitivity ("allergic or hypersensitivity reaction type: metal taste in mouth") with dysgeusia. The patient was treated with surgery (she had total abdominal hysterectomy with possible bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, back pain, arthralgia, myalgia and dyspareunia was resolving and the genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, fatigue and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, myalgia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: in (B)(6) 2007, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. It was reported that symptoms have mostly resolved but some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on 27-feb-2018: reporters added and updated patient demographics. Historical condition, family history, concomitant disease were added. Updated suspect drug indication. Added events abnormal bleeding (general), abnormal bleeding(vaginal, menorrhagia), allergic or hypersensitivity reaction type: metal taste in mouth, apareunia (inability to have sexual intercourse), migraines / headaches, nausea, fatigue. On (B)(6) 2007, she explanted essure device (previously reported as (B)(6) 2007). Updated events and onset dates. On 27-feb-2018: added historical condition, family history, concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menses"), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe cramping/ severe, lower abdominal pain"), back pain ("severe back pain"), arthralgia ("joint pain"), myalgia ("muscle pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed in (B)(6) 2007. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, back pain, arthralgia, myalgia and dyspareunia was resolving. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, myalgia and pelvic pain to be related to essure (ess205). The reporter commented: in (B)(6) 2007, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus, and both fallopian tubes were all removed. Since her removal surgery, patient's symptoms had mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: confirming full occlusion of fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.